Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation, it was noted that the balloon burst at 10 atmospheres for 30 seconds duration time while blowing it inside the patient's body. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion was severely tortuous and severely calcified.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluated by MFR. : a mustang 5mm x 6cm, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 10 mm in length and extended from a position 11 mm proximal of the distal markerband to 1 mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial artery. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.